Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. Increase in impedance was also present. The lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was made. The allegation was confirmed upon analysis. The helix would not extend, most likely due to dried body fluid in the helix mechanism. No additional adverse patient effects were reported.